Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a torn seal and broken latch. This occurred during infusion, and there was a patient involved, and there were no signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found the device had latch lock bend and downstream occlusion (dso) seal had degradation. There were no errors found in event history related to the customer complaint. There were no services reported previously. The dso seal and latch lock were replaced, and device passed all functional tests.